Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-atrial (ra) lead exhibited oversensing. No resolution was performed. There were no patient consequences.